Event description:
The customer reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Despite multiple troubleshooting attempts by technical support, the pump screen remained off. Consequently, technical support decided to replace the pump and informed the customer about the steps to take upon receiving the replacement. Instructions for returning the malfunctioning pump were also provided, and the customer understood and acknowledged all guidance.